Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images provided, neither an indication for an irregular stent placement or defect of the implanted stent nor an indication for a relation between the reported in-stent restenosis and the stent was identified. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors to the reported event. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that an in-stent restenosis was discovered 11 months post successful implantation of three vascular stents in overlapping technique for treatment of pad in the middle to distal femoral artery. The stents were placed from distal to proximal as follows: 5 x 100, 5 x 80 and 5 x 60. Reportedly, the lesion had been pre-dilated. No post-dilation was performed. As reported, the in-stent restenosis was located in the middle section and the patient was symptomatic. A balloon dilation was performed for treatment of the in-stent restenosis. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that an in-stent restenosis was detected 11 months post implantation of three overlapping vascular stents (size 5 x 100 mm, 5 x 80 mm and 5 x 60 mm) in the distal and mid section of the femoral artery for treatment of a peripheral arterial disease. Reportedly, the restenosis was located in the mid area and the patient was symptomatic. A pre dilation of the lesion was performed; the stents were not post dilated. As reported, the initial stent placement procedure was successful. To treat the reported issue, balloon dilation was performed. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).